Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, physician and device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg has reached its end of service. Surgical intervention took place wherein the ipg was explanted and replaced to resolve the issue.